Event description:
The customer reported that while the unit was in use on a pt, the unit shut down. The pump was able to be restarted within two minutes, and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The customer was provided with a replacement unit. As a precautionary measure, the power supply and power switch were replaced. The unit was tested to factory specification.